Manufacturer narrative:
The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for an emergent aaa case because of aortic rupture. The gore® viabahn® endoprosthesis was placed in one of the renals to be used as a snorkel. As the deployment line was being pulled the deployment line could not be pulled. The device was snagged from the groin and removed. During removal the device began to open. The device was fully removed from the patient.

Manufacturer narrative:
2017233-2020-00039. Discussions with the doctor revealed the deployment line did not break. Medwatch #2017233-2020-00039 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted. Type of reportable event

Manufacturer narrative:
Results code 1. Review of the manufacturing records indicated the device met pre-release specifications. The investigation is ongoing.

Manufacturer narrative:
Corrected data: h6. Method code 2. H6. Conclusions code 1. Additional manufacturer narrative: there was no device or images available for evaluation. The device history and manufacturing machine files were evaluated for non-routine maintenance that could contribute to this event. No anomalies or non-routine maintenance were identified that could be attributed to the failure seen in this event. Therefore, based off of the evaluation performed, no manufacturing cause could be identified.